Event description:
It was reported that egms revealed oversensing of noise. The lead was capped. When the noise continued even after replacing the ICD, the physician noted that the noise was physiologic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.